Event description:
It was reported to philips that the device was dropped by the customer and damaged the external paddles. There was no report of patient involvement. The customer requested that the device be returned to bench repair for evaluation. The bench repair confirmed that the external paddles needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles. The external paddles were replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. No further evaluation is required at this time.